Event description:
It was reported that the patient was hospitalized due to receiving an uncommanded bolus from her omnipod 5 controller. The patient's blood glucose levels dropped to 30 mg/dl while wearing the pod. The patient's husband called 911 because the patient was alleged to be, "out of it". The patient was treated with an injection of sugar water. The patient was released after 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.